Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information:(B)(6). A getinge field service engineer (fse) evaluated the unit and found the problem. As per service manual calibrated and adjusted vacuum and pressure regulators. Test ran unit for 30 min, no errors. Completed all functional and safety tests per factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, during routine check, the cardiosave intra-aortic balloon pump (iabp) unit state an error message "power-up test fails code #14" on user screen. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.